Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-21376. Reference MFR. Report: 1627487-2014-21378. Per the MFR's records, the pt has three 3186 leads, however, one lead was explanted previously (reference MFR. Report: 1627487-2013-19214). The lot number of the explanted lead is unk. It was reported the pt experienced unwanted ribs/abdomen stimulation. Reprogramming was unsuccessful. X-rays were taken and surgical intervention may take place as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.